Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump experienced high purge pressure coinciding with a low purge flow during impella support. After three days of increased purge pressure, the staff was informed of the risks involved with the persistent issue. The decision was subsequently made to explant the pump and plans were made to place a durable lvad for ongoing support. There was no patient harm.

Manufacturer narrative:
The impella device was not returned by the customer and therefore an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop¿. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2023-03727 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03727 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-03727 in accordance with updated procedures. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03727. H6 medical device problem code 1248 was erroneously entered on the initial manufacturer device report number 1220648-2023-03727.